Event description:
Follow-up revealed impedance issue remains. Further reprogramming via assistance from a company representative was unable to provide resolution. Surgical intervention remains pending

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to receive adequate therapy due to invalid impedance being present. Troubleshooting/reprogramming was unsuccessful. As a result, the patient may undergo surgical intervention.